Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the needle piece fell inside the patient? If yes, how was it retrieved? No further information is available. How was the procedure completed? No further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6) 2021 and suture was used. During the procedure, the needle was broken at the swage part during wound closure on the dermis. No adverse patient consequences were reported. Additional information was requested.